Event description:
Patient was in surgery for a chin implant and rhinoplasty. Upon opening product # 86001, surgeon realized that the ends of the chin implant were cracked off. Surgeon had to suture together the ends of implant to complete the surgery.

Manufacturer narrative:
Device not returned for evaluation as it is still implanted in patient. If additional information is received it will be reported on a supplemental report. Device still implanted in patient.

Manufacturer narrative:
The reported event could be confirmed, because the device was not manufactured according to the validated conditions. The complained device was not manufactured by stryker (B)(4); therefore the case details were forwarded to the manufacturer (stryker (B)(4)) and discussed with the responsible development team. It was determined that the failure mode (intraoperative breakage) can be attributed to a manufacturing related issue. Therefore an nc was initiated to further analyse the issue and to prevent reoccurrence. Device is still implanted in patient.

Event description:
Patient was in surgery for a chin implant and rhinoplasty. Upon opening product # 86001, surgeon realized that the ends of the chin implant were cracked off. Surgeon had to suture together the ends of implant to complete the surgery.